Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (apd) patient experienced cloudy effluent and malaise. The cause of the event was not reported. On the same day as the event onset, the patient was treated with ceftazidime (1g, per 24 hours, intraperitoneal, discontinued after one day) and vancomycin (2g, every five days, intraperitoneal, ongoing, duration was not reported) for the event. Five days after the event onset, the patient was attended at the hospital due to malaise and was treated with linezolid (intraperitoneal, dose, frequency and duration were not reported) for event. At the time of this report, the patient outcome was not reported. Pd therapy was ongoing. No additional information is available.